Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0012690271); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the attempted implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification. Upon the first deployment attempt, the valve was recaptured due to the implant depth being too deep. Upon 80% deployment of the second deployment, an infold was observed. It was noted that the target implant depth when the infold occurred was 4-5 millimeters (mm). Subsequently, the valve was recaptured and withdrawn from the patient. A new valve and new delivery catheter system (dcs) were used to successfully complete the procedure with one attempt. It was noted that a 5-8 minute procedural delay occurred as a result of the infold. Per the physician, the patient's calcified anatomy contributed to the infold. No patient complications were reported as a result of this event.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: one static image was provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient¿s aortic valve appeared to be moderately calcified with an annulus perimeter that measured 88 millimeters (mm) with a perimeter derived diameter of 28mm suggesting a 34mm evolut. There was protruding calcification in the aortic annulus not extending to the left ventricular outflow track. Fluoroscopic valve load inspection was not provided for review thus it is not possible to validate a good load. It was reported that a pre balloon aortic valvuloplasty was performed prior to the valve implant attempt, and one recapture was performed due to inadequate depth. An infold was noted during the subsequent deployment attempt. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due to a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. It was reported that a new valve was used to complete the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.